Manufacturer narrative:
A complete lead with partial stylet inserted was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-94167. It was reported that noise on right ventricular (rv) and right atrial (ra) leads were noted on stored egm's. The leads were extracted and replaced. The patient is in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.